Event description:
It was reported that a 69-year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. During a paroxysmal afib ablation, using an stsf catheter, a pericardial effusion was observed on intracardiac echography, associated with a decreasing blood pressure. The patient had a cough and moved just before this happened. It is unknown whether her movement has caused the effusion by pushing the ablation catheter against cardiac tissues or if it was a nervous response to the actual effusion, which could have been happened during mapping or ablation phases. A review of the study data (force and impedance values on the stsf catheter) did not help in identifying at which exact point the effusion occurred. Complication was handled with pericardiocentesis, which brought the blood pressure back to baseline. Her stay at the hospital was extended to monitor the effusion. Surgery was delayed 150 minutes due to the reported event. The procedure was successfully completed. No fragments were generated. There were no patient status/ outcome / consequences. The patient's status is stable and still at the hospital with a drain and being checked regularly at the time of reporting. The patient needed to go to the critical care unite (ccu). There was no surgical site infection identified due to the 150-minute delay. The physician's opinion as to the cause of the adverse event are as follows: patient coughing/moving ¿ catheter visualization was lost at this moment because of patches movement; high pressure on cardiac tissue while mapping/ablating ¿ could not identify a precise location or time in the case where this might have happened; or radiofrequency (rf) lesion ¿ could not identify a specific rf application with high force/rise of impedance/abnormal catheter location. No dysfunction from either the ablation catheter, generator or mapping system. The adverse event occurred on the (B)(6) 2022. This adverse event was discovered during use of biosense webster products. A smartablate generator was used. A transseptal puncture was performed with a sjm sl0 sheath and brk needle. An irrigated catheter was used in the event, the flow setting during mapping was 2ml/min and during ablation 8ml/min for low flow ¿ 15ml/min for high flow. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard and vector force visualization features were used. Manual ablation tags were used. The physician looks at egm reduction, impedance drop and duration of application as an endpoint for rf delivery.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).